Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
It was reported that the concomitant device lateral connector dislodged from the set screw and closed polyaxial screw assembly that was placed into the pelvis. Revision surgery was performed and the hardware was replaced. Concomitant devices:expedium closed lateral connector, 1896-40-020, qty = 1.expedium closed polyaxial screw, 1896-19-980, qty = 1.

Manufacturer narrative:
Investigation details: visual inspection of the expedium set screw, 1881-61-000, suggests that the set screw was fully seated on the connector shaft. The DHR for product the set screw product code 1881-61-000 could not be conducted as the lot number was illegible due to the extensive scuff marks on the device. A review with product development and the medical director was conducted and it was noted that even though x-rays were provided it was still not enough information to draw any conclusions. It was noted that according to the provided x-rays, it appears to be sublaminar wiring, as opposed to intersegment fixation using pedicle screws, which secures the long construct to the patient¿s vertebral column, with fixation to the pelvis. Additionally, a phone conversation between the implanting surgeon and the depuy spine medical director was conducted and it was noted that the implanting surgeon made sure that there was enough rod protruding from screw at inferior end of the construct when tighten. There was no problem with the torque wrench function and no intra-operative difficulties stated. Patient is a wheelchair dependent small child with neuromuscular scoliosis. On post-op day #4 patient was discharged from the hospital. Caregiver noted that the patient was leaning to the side. X-ray showed that the rod disengaged from the screw. The surgeon states that this technique (rod and sublaminar wiring) is the gold standard technique for neuromuscular scoliosis operative treatment in order to reduce time in the operating room (o.r.) (Faster than pedicle screws) as these patients tend to have a greater blood loss. While no cause can be definitively assigned to the event the x-ray suggests long lumbar curve with rotation; without intersegment fixation the stresses on long construct could possibly be transferred to pelvic fixation points an been a contributing factor. A review of the complaint trend analysis found no observed trends for issues of this nature. No corrective action is required as there has been no observed systematic trend. Therefore, the complaint will be closed with no further action required.